Event description:
Pt was implanted with plate and 11 screws construct on (B)(6) 2011 for a distal femur fracture. Post-operatively, the pt experienced mal-union with a broken plate and one broken screw. Pt was returned to the operating room on (B)(6) 2012 for revision to remove all hardware and implant new, longer plate construct. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.